Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he passed out a couple of times at the job due to low blood glucose. The paramedics were called but he refused to be transported to the hospital in each reported incident. Customer passed out at home and again on the job at different times. Customer's current blood glucose was 260 mg/dl. Customer ate some dates and did not bolus for them until he called. Customer stated that the paramedics were called on (B)(6) 2010. Customer was driving and felt himself getting low. Customer pulled over at a gas station to get some juice and passed out in his car. Customer was given an IV by the paramedics and was wearing the pump at the time. On (B)(6) 2014, customer had a low reading of 27 mg/dl. Customer's girlfriend could not wake him up and called the paramedics. Customer was given an IV. On (B)(6) 2016, customer had a low reading of 40 mg/dl. Customer was at work and stumbled. Customer was wearing the pump at the time of all incidents.